Event description:
It was reported from facility radiology department ¿patient was scanned in CT using his port that showed rated for 5ml / sec but the new lines for ports are causing the injector pressure to get up to 325 which causes the injector to stop injecting contrast. This particular study was checking for a dissection which was positive and we got a good study but the injector was kicked off due to the pressure being so high. No injury occurred.¿ additional information provided 11/16: it was reported there has been no change in the injector machine (¿bronco injector¿) or the type of contrast used (isovue). The machine parameter has been changed to max 325psi (formerly using a device that allowed 300 max). The incident happened when patient underwent ¿pe protocol¿, which requires higher pressure fo the bolus of contrast delivery. They are not having any issue with other protocols, just this high pressure protocol which typically run at 4ml/sec. The facility corporate system does not allow warming of the contrast.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of low flowrate was determined to be inconclusive. Five photographs of non-bd power injection equipment and accessories were returned for evaluation. This complaint is inconclusive since the device depicted in the returned photographs is not a bd device. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported from facility radiology department ¿patient was scanned in CT using his port that showed rated for 5ml / sec but the new lines for ports are causing the injector pressure to get up to 325 which causes the injector to stop injecting contrast. This particular study was checking for a dissection which was positive and we got a good study but the injector was kicked off due to the pressure being so high. No injury occurred.¿ additional information provided 11/16: it was reported there has been no change in the injector machine (¿bronco injector¿) or the type of contrast used (isovue). The machine parameter has been changed to max 325psi (formerly using a device that allowed 300 max). The incident happened when patient underwent ¿pe protocol¿, which requires higher pressure fo the bolus of contrast delivery. They are not having any issue with other protocols, just this high pressure protocol which typically run at 4ml/sec. The facility corporate system does not allow warming of the contrast.